Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. The technical service consultant requested that the device be returned. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between elective replacement time (ert) and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Event description:
Boston scientific received information that this pacemaker displayed a magnet rate of 100ppm and the battery gauge indicated about one year remaining. Six months later, the device was unexpectedly found to have reached end of life. It was reported that the impedance, pacing percentage and output had not changed. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
The pacemaker was returned for analysis.